Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used tumor resection. It was reported that the surgeon tried multiple times to register the patient. The first registration was 1.7, the second registration was 1.5. When the site was incorporation anatomical points the number would get higher. The site went back to just trace and got 2.6 and then 2.8. The site chose to abort navigation with that system and brought in a different system due to feeling 1cm inaccurate with the first navigation system. There was a reported delay of less than 1 hour and no reported impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was performed. The issue was determined to be caused by poor registration techniques used. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.